Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Lip stuck in brush [lip injury]. Brush head fell off into mouth [device breakage]. Case description: consumer reported via e-mail that the whole brush head fell off into her mouth during brushing. No serious injury was reported.